Event description:
The user's attorney notified drive medical of certain injuries suffered as a result of the alleged rollator collapsing that occurred on the day of the event. The user's son then called to drive medical customer (B) (4) and stated that the user had a fractured shoulder.